Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic (debilitating where I could not even walk)") in an adult female patient who had essure (batch no. 735707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 (date of births: (B)(6)1987, (B)(6)1991, (B)(6)1995, (B)(6)2004, (B)(6)2006, (B)(6)2009) and obesity. Previously administered products included for birth control: depo-provera in (B)(6)2010 and iud nos from 2008 to 2009; for an unreported indication: vibramycin. Concurrent conditions included overweight since (B)(6)2011, irregular periods, cervical dysplasia, neck pain, chest pain, nasal discharge, sore throat, cough and eye pain. Concomitant products included atorvastatin calcium (lipitor) since 2015, ibuprofen (motrin), metformin since 2015, prednisone since 2012 and vicodin (norco). In (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced menorrhagia ("irregular bleeding (like a menstrual cycle)/ having period for three months at a time/ constant heavy bleeding"), migraine ("terrible migraines (terrible, debilitating, chronic)"), headache ("headaches (terrible, debilitating, chronic)"), alopecia ("hair loss"), weight increased ("weight gain") and dermatitis contact ("feel itchy and break out in rashes every time I touch anything with nickel.¿") with rash and pruritus. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), back pain ("severe and persistent back pain (debilitating where I could not even walk)"), dyspareunia ("painful intercourse"), fatigue ("fatigue") and amnesia ("memory loss"). In (B)(6)2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2011, the patient experienced visual impairment ("vision problems"), fungal infection ("yeast infections"), abdominal pain ("abdomen (stretching and pulling sensation)") and dysmenorrhoea ("periods are very painful"). In (B)(6)2011, the patient experienced facial paralysis ("facial paralysis on one side of her face"). In 2015, the patient experienced hepatic steatosis ("fatty liver disease") with blood cholesterol increased. In 2016, the patient experienced cholelithiasis ("gallstones"). On an unknown date, the patient experienced eye swelling ("eye swelling (swelling in eye, pseudotumor)") and idiopathic orbital inflammation ("eye swelling (swelling in eye, pseudotumor)"). The patient was treated with vicodin, ibuprofen, paracetamol (tylenol), azathioprine (imuran), surgery (salpingectomy(spring 2012)to remove essure, both fallopian tubes removal) and surgery (gallbladder removal in (B)(6)2017). Essure was removed on (B)(6)2014. In (B)(6)2014, the menorrhagia and dyspareunia had resolved. At the time of the report, the pelvic pain, back pain, headache, depression, anxiety, visual impairment, fungal infection, eye swelling, idiopathic orbital inflammation and abdominal pain had not resolved, the migraine had resolved and the abdominal pain lower, alopecia, weight increased, facial paralysis, fatigue, cholelithiasis, amnesia, hepatic steatosis, dysmenorrhoea and dermatitis contact outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, cholelithiasis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, eye swelling, facial paralysis, fatigue, fungal infection, headache, hepatic steatosis, idiopathic orbital inflammation, menorrhagia, migraine, pelvic pain, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff fact sheet (pfs) provided. Following essure placement procedure, she used condoms from (B)(6)2011 to (B)(6)2011. Facial paralysis and eye swelling (pseudotumor) were treated with steroids. In 2011-2012, she had two emergency room (ER) visits due to severe migraines. Plaintiff sought treatment for depression and anxiety 2012-present, both of which have not resolved. She has not sought medical treatment for rashes, hair loss, fatigue, memory loss, itchy skin. Before the essure was removed, she suffered from constant heavy bleeding and 2 months after the bleeding got better, the persistent pelvic, back pain, and cramping after 2 months are not as intense but it is still ongoing, after 2 months painful intercourse got better, the horrible migraines and headaches became not as frequent after 2 months, depression and anxiety still suffering from, and the rashes went away almost immediately. Leep (interpreted as loop electrical excision procedure) ((B)(6)2010) for trying to relieve pain. Discrepant information about essure insertion dates: as per mr patient had the essure implanted on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6)2011: result was not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine headache, lower abdomen cramping, back pain and abdominal pain. Most recent follow-up information incorporated above includes: on 30-oct-2018: mr received: added lot number, medical history and concomitant medications. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic (debilitating where I could not even walk)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 (date of births: (B)(6)) and obesity. Previously administered products included for birth control: depo-provera in (B)(6) 2010 and iud nos from 2008 to 2009. Concurrent conditions included overweight since (B)(6) 2011. Concomitant products included atorvastatin calcium (lipitor) in 2015, metformin in 2015 and prednisone in 2012. In (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("irregular bleeding (like a menstrual cycle)/ having period for three months at a time/ constant heavy bleeding"), migraine ("terrible migraines (terrible, debilitating, chronic)"), headache ("headaches (terrible, debilitating, chronic)"), alopecia ("hair loss"), weight increased ("weight gain") and allergy to metals ("feel itchy and break out in rashes every time I touch anything with nickel.¿") with rash and pruritus. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), back pain ("severe and persistent back pain (debilitating where I could not even walk)"), dyspareunia ("painful intercourse"), fatigue ("fatigue") and amnesia ("memory loss"). In 2011, the patient experienced visual impairment ("vision problems"), fungal infection ("yeast infections"), abdominal pain ("abdomen (stretching and pulling sensation)") and dysmenorrhoea ("periods are very painful"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced facial paralysis ("facial paralysis on one side of her face"). In 2015, the patient experienced hepatic steatosis ("fatty liver disease") with blood cholesterol increased. In 2016, the patient experienced cholelithiasis ("gallstones"). On an unknown date, the patient experienced eye swelling ("eye swelling (swelling in eye, pseudotumor)") and mass ("eye swelling (swelling in eye, pseudotumor)"). The patient was treated with vicodin, ibuprofen, paracetamol (tylenol), azathioprine (imuran), surgery (salpingectomy((B)(6) 2012) to remove essure, both fallopian tubes removal) and surgery (gallbladder removal in (B)(6)2017). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the menorrhagia and dyspareunia had resolved. At the time of the report, the pelvic pain, back pain, headache, depression, anxiety, visual impairment, fungal infection, eye swelling, mass and abdominal pain had not resolved, the migraine had resolved and the abdominal pain lower, alopecia, weight increased, facial paralysis, fatigue, cholelithiasis, amnesia, hepatic steatosis, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, cholelithiasis, depression, dysmenorrhoea, dyspareunia, eye swelling, facial paralysis, fatigue, fungal infection, headache, hepatic steatosis, mass, menorrhagia, migraine, pelvic pain, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff fact sheet (pfs) provided. Following essure placement procedure, she used condoms from (B)(6) 2011. Facial paralysis and eye swelling (pseudotumor) were treated with steroids. In 2011-2012, she had two emergency room (ER) visits due to severe migraines. Plaintiff sought treatment for depression and anxiety 2012-present, both of which have not resolved. She has not sought medical treatment for rashes, hair loss, fatigue, memory loss, itchy skin. Before the essure was removed, she suffered from constant heavy bleeding and 2 months after the bleeding got better, the persistent pelvic, back pain, and cramping after 2 months are not as intense but it is still ongoing, after 2 months painful intercourse got better, the horrible migraines and headaches became not as frequent after 2 months, depression and anxiety still suffering from, and the rashes went away almost immediately. Leep (interpreted as loop electrical excision procedure) ((B)(6) 2010) for trying to relieve pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - in (B)(6) 2011: result was not provided. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic (debilitating where I could not even walk)") in an adult female patient who had essure (batch no. 735707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 6 (date of births: (B)(6)1987, (B)(6)1991, (B)(6)1995, (B)(6)2004, (B)(6)2006, (B)(6)2009) and obesity. Previously administered products included for birth control: depo-provera in october 2010 and iud nos from 2008 to 2009; for an unreported indication: vibramycin. Concurrent conditions included overweight since (B)(6) 2011, irregular periods, cervical dysplasia, neck pain, chest pain, nasal discharge, sore throat, cough and eye pain. Concomitant products included atorvastatin calcium (lipitor) since 2015, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), metformin since 2015 and prednisone since 2012. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("irregular bleeding (like a menstrual cycle)/ having period for three months at a time/ constant heavy bleeding"), migraine ("terrible migraines (terrible, debilitating, chronic)"), headache ("headaches (terrible, debilitating, chronic)"), alopecia ("hair loss") and dermatitis contact ("feel itchy and break out in rashes every time I touch anything with nickel.¿") with rash and pruritus and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), back pain ("severe and persistent back pain (debilitating where I could not even walk)"), dyspareunia ("painful intercourse"), fatigue ("fatigue") and amnesia ("memory loss"). In 2011, the patient experienced visual impairment ("vision problems"), fungal infection ("yeast infections"), abdominal pain ("abdomen (stretching and pulling sensation)") and dysmenorrhoea ("periods are very painful"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced facial paralysis ("facial paralysis on one side of her face"). In 2015, the patient experienced hepatic steatosis ("fatty liver disease") with blood cholesterol increased. In 2016, the patient experienced cholelithiasis ("gallstones"). On an unknown date, the patient experienced eye swelling ("eye swelling (swelling in eye, pseudotumor)") and idiopathic orbital inflammation ("eye swelling (swelling in eye, pseudotumor)"). The patient was treated with azathioprine (imuran), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, paracetamol (tylenol) and surgery (gallbladder removal in (B)(6)2017 and salpingectomy(spring 2012)to remove essure, both fallopian tubes removal). Essure was removed on (B)(6)2014. In (B)(6) 2014, the menorrhagia and dyspareunia had resolved. At the time of the report, the pelvic pain, back pain, headache, depression, anxiety, visual impairment, fungal infection, eye swelling, idiopathic orbital inflammation and abdominal pain had not resolved, the migraine had resolved and the abdominal pain lower, alopecia, weight increased, facial paralysis, fatigue, cholelithiasis, amnesia, hepatic steatosis, dysmenorrhoea and dermatitis contact outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, cholelithiasis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, eye swelling, facial paralysis, fatigue, fungal infection, headache, hepatic steatosis, idiopathic orbital inflammation, menorrhagia, migraine, pelvic pain, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff fact sheet (pfs) provided. Following essure placement procedure, she used condoms from (B)(6)2011 to (B)(6)2011. Facial paralysis and eye swelling (pseudotumor) were treated with steroids. In 2011-2012, she had two emergency room (ER) visits due to severe migraines. Plaintiff sought treatment for depression and anxiety 2012-present, both of which have not resolved. She has not sought medical treatment for rashes, hair loss, fatigue, memory loss, itchy skin. Before the essure was removed, she suffered from constant heavy bleeding and 2 months after the bleeding got better, the persistent pelvic, back pain, and cramping after 2 months are not as intense but it is still ongoing, after 2 months painful intercourse got better, the horrible migraines and headaches became not as frequent after 2 months, depression and anxiety still suffering from, and the rashes went away almost immediately. Leep (interpreted as loop electrical excision procedure) ((B)(6) 2010) for trying to relieve pain. Discrepant information about essure insertion dates: as per mr patient had the essure implanted on (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: result was not provided.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine headache, lower abdomen cramping, back pain and abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.